Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Device replacement was recommended. At this time the s-ICD remains in service and there have been no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The s-ICD failed labeled longevity calculations and was forwarded to detailed analysis for further investigation. The device status was at end of life, which was triggered prior to explant. An attempted charge resulted in a timeout. The device case was opened to reveal the hybrid stack, the battery voltage was measured to be 8.85 volts. The hybrid was attached to an external power source and the current drain was found to be normal. Results from the battery lab revealed one of the battery cells had a confirmed internal short due to extra manganese dioxide (mno2) material in the middle of the cathode. The allegation made against the device was thus confirmed through product testing.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Device replacement was recommended. The device was explanted and replaced without incident.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Device replacement was recommended. The device was explanted and replaced without incident. This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.